Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility UK biomet UK - (B)(4).

Manufacturer narrative:
(B)(4). Initial report: unique identifier (UDI) number: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: associated item number 154722, lot 602720, item name: oxf uni tib tray sz c lm PMA, associated item number 402283, lot 308380, item name: cobalt g-hv bone cement 40g, associated item number 161469, lot unknown, item name: oxf twin-peg cmntd fem md PMA. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported by patients¿ legal counsel that the patient underwent an initial left unilateral tka on (B)(6) 2015. The patient was revised on (B)(6) 2019 due to pain and poly instability. The polyethylene bearing was upsized. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Event description:
It was reported by patients¿ legal counsel that the patient underwent an initial left unilateral tka on (B)(6) 2015. The patient was revised on (B)(6) 2019 due to pain and poly instability. The polyethylene bearing was upsized. This report is based on allegations set forth in patients notice and the allegations there in are unverified.